Manufacturer narrative:
The staff in the dentist office pulled the patient chart and confirmed that the item and lot was correct. After receiving confirmation of the item and lot reported, biohorizons as distributor of the product informed that the implant reported would have expired at the time of placement. Customer care manager informed the clinician's office of the expiration date shown on the label. Biohorizons helped the clinician's office understand the impact of placing an expired implant and how it connects to the sterility of the implant. The clinician's office reaffirmed the item and lot number reported was correct per their patient chart. And the patient did not experience any adverse side effects after placement prior to removal.

Event description:
Failure to osseointegrate (fto) for dental implant. Implan t was expired 10 years prior to implantation. Dentist staff pulled the patient chart and confirmed that the item and lot was correct. After receiving confirmation of the item and lot reported, bioh informed that the implant reported would have expired at the time of placement. Cc manager informed the clinician's office of the expiration date shown on the label. Bioh helped the clinician's office understand the impact of placing an expired implant and how it connects to the sterility of the implant. The clinician's office reaffirmed the item and lot number reported was correct per their patient chart. And the patient did not experience any adverse side effects after placement prior to removal.